Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that all settings were lost on the device. Customer's blood glucose was 500 mg/dl. Customer's blood glucose at time of call was 227 mg/dl. After troubleshooting, customer was advised that a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the device for analysis.